Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that when they turned their therapy back on after their MRI, their stimulation was going off a couple times a day or 3 times a week. The patient stated that the stimulation on their bladder was going off too much, every 2 hours a day. They said that they had their stimulation was almost "down to nothing", but their therapy was working fine. The patient added that the issue started 3 or 4 weeks ago around (B)(6). The agent reviewed general therapy information, then walked patient through connecting to their ins and decreasing their stimulation. The patient confirmed feeling the stimulation comfortably in their bike seat area. The patient was directed to continue to monitor their symptoms for at least a week. They were redirected to the healthcare provider (hcp) if issue persisted. The patient stated that they would have an appointment with their hcp on (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-mar-04 additional information was received from the patient. The patient stated that the cause of the issues was determined, but didn't provide any further details. The patient reported that to resolve they issue they called the manufacturer and changed the program, but the issue was not yet resolved.